Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
An endurant ii aortic cuff was implanted as part of the endovascular treatment of a 55 x 60 mm aaa .  It was reported that during the index procedure, after the cuff was implanted, during ballooning,  infolding was noted. The balloon was then used in an attempt to improve the infolding but it did not work.  A endurant bifurcate was then planned to be placed, it was said if the same size is used, there is a risk of infolding, so a bifurcate with one size reduced (etbf3216c145ej) was placed instead. After this , a non mdt limb was implanted.  There was no change in the central proximal infolding itself, but a type 1 or a type 3 endoleak were not observed, so the procedure was completed. Per the physician the cause of the event was oversizing,  the proximal vessel diameter was about 27 mm, but there were some parts that were about 22 mm, so it is possible that it was oversized.  No additional clinical sequalae were provided and the patient will be monitored.